Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Additional observations: deformation is observed. Yellow particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Physician reported, right side device rupture. Device has been explanted.

Event description:
Physician reported right side device rupture. Device has been explanted and replaced with non-allergan device.